Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, 7 months after the dental implant was placed in patient's mouth, bone loss and a local infection was observed on tooth ada site #22. This device will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that, 7 months after the dental implant was placed in patient's mouth, bone loss and a local infection was observed on tooth ada site #22. This device will be forwarded to the manufacturer for investigation. There were no reported complications.